Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that  they were having too many frequent breakthroughs of going to the bathroom so they wanted to "fix the program" (increase the stimulation). The patient stated they were also in the hospital for something unrelated to the medtronic device/therapy. The patient was struggling to use their external device, which was a galaxy j3 however they were able to successfully enter into the interstim x mytherapy application and pair the handset and communicator however they were unable to find their ins site. The patient commented that sometimes the ins site was "so hard to find" that sometimes it "goes deep," and sometimes it didn't the patient then further clarified that the ins wasn't moving, that they just had a difficult time locating the ins site sometimes. The patient had an individual help them search for the implant's incision site however they were unable to find the incision. The patient had been searching their left side. Patient services reviewed device registration showed their ins was on their right side but the patient could still not locate the ins site. They stated they would have to call back tomorrow to continue troubleshooting when they had assistance.